Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v476082, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had a loss of therapy. Patient reports she needs to check her therapy because she was peeing a lot on the day of call. She was not seeing the letters on the pp (patient programmer) screen. Patient services tried to troubleshoot pp but patient was getting poor communication message with antenna. It was noted that the patient was unable to use pp without antenna. The patient will have assistance from her nurse later in the day. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.